Manufacturer narrative:
The unit is being requested back for investigation and the company is petitioning the home care provider to allow experts to be sent to evaluate the scene of the fire. Once further information has been obtained a followup report will be submitted.

Event description:
The company was notified on (B)(6) 2017 of a fire that occurred on (B)(6) 2016 involving a visionaire oxygen concentrator. According to the fire captain who was in charge of the fire investigation unit, stated that the circumstantial evidence suggest that the patient was smoking in bed and this was the cause of the fire. He interviewed the family who stated that the patient smoked and was a chain smoker. The news report of the fire indicates that an oxygen tank used by the patient exploded. No other family members were injured in the fire.

Manufacturer narrative:
The company received an inspection report from the fire marshall. They found smoking materials (ash tray and cigarette butts). The point of origin of the fire was the bed which was located along the center of the west wall of the room. The deceased was revealed to be a chronic smoker. The deceased had also set his oxygen tube on fire in the past when he was smoking. The unit itself was destroyed and unable to be evaluated.

Event description:
The company was notified on january 4, 2017 of a fire that occurred on (B)(6) 2016 involving a visionaire oxygen concentrator. According to the fire captain who was in charge of the fire investigation unit, stated that the circumstantial evidence suggest that the patient was smoking in bed and this was the cause of the fire. He interviewed the family who stated that the patient smoked and was a chain smoker. The news report of the fire indicates that an oxygen tank used by the patient exploded. No other family members were injured in the fire.